Event description:
Complainant alleged that while performing a defibrillation self test, the device displayed error message code "test fail" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.